Event description:
Complainant alleged that while attempting to monitor a 60 year-old male patient, the device inappropriately displayed a "short detected" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was subjected to extensive testing including full functional testing, impedance testing, environmental testing and ECG testing without duplicating the report. An internal inspection of the device found no discrepancies. The device was recertified and returned to the customer. The electrode pads and multifunction cable used during the event were not returned as part of this investigation. No trend is associated with reports of this type.